Manufacturer narrative:
Date of initial report: 09/25/2007. The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during a radio frequency ablation, a water leak occurred between the needle and the tube. However, the doctor decided to continue and completed the procedure using the leaking needle electrode. There was no reported injury.